Event description:
A surgeon reports performing a lens exchange one year following the original intraocular lens (iol) implant surgery. The reason give for the lens exchange was that the original lens had been implanted wrong side up. Bcva following the original iol surgery was 1.0 (20/20). The pt's visual acuity following the lens exchange was not provided.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number.